Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu1625 - 109 (r786506801, r786986901) it was reported that on (B)(6) 2023, a 35mm navitor titan valve was implanted in a patient with a depth of 8.5mm. The sizing of the annular dimensions of the native valve was perimeter: 87.1 area: 596.2 diameter min/max: 25.3/29.7. There was sufficient calcium to allow sealing of the device. A post-implant balloon valvuloplasty done due to mild paravalvular leak. On 21 september 2023, it was reported that the patient had mild to moderate pericardial effusion without hemodynamic instability. No treatment was performed.

Manufacturer narrative:
An event of paravalvular leak after implant was reported. Information from the field indicated that the valve appears to be correctly sized based on patient anatomy, severe calcification on all 3 cusps was noted, implant depth was 8.5 mm, and there were no deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported paravalvular leak could not be conclusively determined. The severe calcification or 8.5 mm implant depth could have contributed to the reported to paravalvular leak. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.